Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens got stuck in the company cartridge and would not advance as expected. The reporter confirmed that the device had made contact with the patient's right eye during the attempt. The surgery was completed on the same day without any impact to the patient. Additional information has been received stating that the iol attempted to deliver using company iii injector and discovisc ophthalmic viscosurgical device (ovd) along with curved tier forceps. There are four medical device reports associated with this complaint. This report is 4 of 4. Additional information has been requested however no further information available.